Manufacturer narrative:
Complaint conclusion: after pre-dilatation with a 6x4 powerflex pro in a lesion in the common iliac artery, it was reported that the operator tried to deploy a 12x40mm smart stent but resistance was felt at the mid-part of the stent catheter while deploying. The operator decided to stop deployment and pulled the sds out of the patient with a snare. At this time it was noted that the stent was fractured and another stent was used. The procedure was completed successfully without patient injury. The lesion was 40mm long with a 12mm reference vessel diameter. The lesion was heavily calcified. There were no anomalies noted during prepping of the device. There was no reported patient injury. One non-sterile smart 7fr (80cm) stent 12x40mm was received coiled inside a plastic bag. Unit was deployed. Stent was received fractured. Locking pin was not received. No other discrepancies were found. The outer length and usable length were measured and found within specification. During microscopic analysis could be observed that the stent was received fractured. Although the stent was deployed functional test (deployment process) was performed and no anomalies were found. The stent was sent to sem analysis in order to analyze the potential cause of the fracture; sem results showed that the stent was induced to tension conditions where the stent presented evidence of ductile dimples and reverse bending. Reverse bending failures could be related to these surface characteristics, these types of failures occur due to a tensile, compression or torsion overload. Also ductile dimples were suggests that stretching / pulling events were occurred. Review of lot 15845973 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure "sds - deployment difficulty-partial deployment" reported by the customer could not be confirmed since unit was received deployed and functional test was performed without problem. The exact cause of the reported failure condition could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. The failure reported ¿stent - fractured (peripheral)¿ by the customer was confirmed; the cause of the failure was not conclusively determined. According to sem results the failure does not appear to be manufacturing related due to sem results showed that the stent was induced to tension conditions. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Controls are in placed at the processes to detect this kind of issue. Therefore, no actions will be taken. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device, procedural factors, vessel characteristics and/or user handling and is not related to a product quality issue.

Manufacturer narrative:
(B)(4). The gender of the patient is unknown. Concomitant devices continued: 6x4 powerflex pro, terumo 035' wire, ansel guide catheter. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned for analysis. The stent was received detached and in two pieces. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
After pre-dilatation with a 6x4 powerflex pro in a lesion in the common iliac artery, it was reported that the operator tried to deploy a 12x40mm smart stent but resistance was felt at the mid-part of the stent catheter while deploying. The operator decided to stop fully deploying and pull it back from the patient with snare. The stent was fractured and another stent was used. The procedure was completed successfully without patient injury. The patient is currently in stable condition. The device will be returned for analysis. The procedure was a percutaneous transluminal angioplasty (pta). The lesion was 40mm long with a 12mm reference vessel diameter. The lesion was heavily calcified. There were no anomalies noted during prepping of the device. The product appeared perfect prior to use. An indeflator was used. The inflation pressure was 8 atmospheres (atm). The inflation time was 60 seconds. A 0.035¿ terumo guide wire was used and an ansel guide catheter was used. There was no leak noted. The device did not separate. There was no evidence of dissection. There was no deflation difficulty.